Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that, while changing her insulin cartridge in her infusion device, the cartridge plunger remained attached to the piston rod in the cartridge chamber. As a result of the plunger being removed from the cartridge, a "small amount" of insulin leaked into the cartridge chamber of the infusion device. During troubleshooting with a company rep, the pt detached the plunger from the piston rod. The pt was advised to allow the cartridge chamber to air dry for 24 hours before returning the infusion device to use. At that time, she temporarily switched to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.